Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted. On (B)(6) 2018, an echo showed prolapse of the posterior leaflet prolapse with mild restriction of the right coronary cusp closure leading to poor coaptation. On (B)(6) 2018, the valve was explanted. Upon explant, a leaflet tear was observed at the non-coronary cusp and pannus was observed in the subannular region. Dark discoloration of the tissue surrounded one stent post and the physician suggested this may have been caused by a hematoma. A 21mm onyx mechanical heart valve was initially selected for implant; however, after coming off of bypass, the surgeon elected to go back on bypass (reason unknown) and implanted a 21mm masters series valsalva aortic valved graft instead.

Manufacturer narrative:
Events of a torn leaflet and pannus were reported. Gross morphological and histopathological examination revealed all 3 leaflets were torn and all 3 leaflets contained a thin layer of fibrin. Basophilic material, consistent with surgical hemostatic material, was observed on leaflets 1 and 2. No acute inflammation or significant calcifications were found. A detached section of a grey-white tissue consistent with pannus was also received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, a 21mm trifecta valve was implanted. On (B)(6) 2018, an echo showed prolapse of the posterior leaflet prolapse with mild restriction of the right coronary cusp closure leading to poor coaptation. On (B)(6) 2018, the valve was explanted. Upon explant, a leaflet tear was observed at the non-coronary cusp and pannus was observed in the subannular region. Dark discoloration of the tissue surrounded one stent post and the physician suggested this may have been caused by a hematoma. A 21mm onyx mechanical heart valve was initially selected for implant; however, after coming off of bypass, the surgeon elected to go back on bypass, explant the onyx valve, and implanted a 21mm masters series valsalva aortic valved graft instead.